Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. The device was not in patient use. The device was evaluated by the customer. The device's software was reloaded to address the issue.